Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the machine is not switching on. Review of the system log file showed that the mpd control unit was showing defect leading to the reported issue. The fse replaced the mpdu control unit. After replacement of the mpdu control unit the system was returned to use in good working order.

Event description:
It has been reported to philips that the system would not turn on. System was not in clinical use. There was no reported patient or user harm. A philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. Troubleshooting actions showed a problem with the mpd control unit. The fse replaced the mpd control unit and returned the system to use in good working order. Philips has started an investigation of this complaint. A follow up report will be submitted when further information is received.